Event description:
Info rec'd indicates when the brakes are set the head end still moves.

Manufacturer narrative:
The tech found the support blocks for the casters were broken from wear. The tech replaced the support blocks to repair the bed.